Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the ht70 ventilator screen froze at the 6 photo image. No patient involvement.

Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by joshua elkins on 5/26/2017: one sbc board (p/n: pcb3207a, s/n: (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom was verified. The sbc board was placed in a known-good ht70 test bed and the device was powered on. The device froze on the 6-image display. This complaint is in scope of CAPA (B)(4). Software was released in response to this issue. Additional failure investigation is not required. The sbc board was scrapped after the investigation.

Event description:
It was reported that the ht70 ventilator screen froze at the 6 photo image. No patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.